Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints of the reported symptoms for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, abdominal, umbilical, or inguinal hernias are frequently associated with peritoneal dialysis; multiparous women may have a pre-existing abdominal wall defect which becomes more evident once peritoneal dialysis is initiated. The information on the patient is limited to her gender and recently corrected hernia. There is no reports of device malfunction, overfills, or problems with the therapy.

Event description:
A peritoneal dialysis patient called fresenius technical support regarding changing the basic settings. The patient stated she was just released from the hospital due to hernia surgery. Her peritoneal dialysis nurse gave her instructions to change the treatment settings for lower total volume. The patient has an iq card but her new settings need t obe entered manually. Technical support assisted the patient in changing to the new settings. Treatment base, total volume 6000 mls, three fills, total therapy time 9 hours. Dwell time 4hrs 5 min. Patient was ready to start a new treatment.